Manufacturer narrative:
(B)(4)-product analysis: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s black box data revealed the time was changed manually. A rebooting event did not reset the time and date. Evaluation revealed the internal clock battery on the printed circuit board operated per specification. The pump retained the user programmed date and time settings upon removal of the primary aa battery.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging that when the patient awoke that morning that the pump¿s time and date were incorrect. The patient stated that the time and date were correct on the previous day, (B)(6) 2013. The patient denied changing the battery recently. A review of the pump history showed that the time and date were actually incorrect the evening of (B)(6) 2013, but were correct on (B)(6) 2013. A review of the total daily dose history showed the date changing from (B)(6) 2013 to (B)(6) 2013 and back to (B)(6) 2013, then back to (B)(6) 2013 and then to (B)(6) 2013. During troubleshooting, the patient was instructed to reboot the pump. The time on the pump prior to rebooting was 11:11am, but after rebooting the time showed 10:11am. The patient confirmed that the date held correctly with the reboot. This complaint is being reported because the alleged time and date issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.